Event description:
An optometrist reported a case of decreased vision, multiple striae and edema, observed in a pt's left eye one day post lasik treatment. Reporter indicated the pt's flap was lifted and rinsed. Pt was instructed to continue topical eye drop therapy of antibiotic, steroid was artificial tears one day past standard post operative treatment protocol, then discontinue use. Upon follow up, reporter indicated the reported issue was resolved, and the pt was doing well.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).